Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed an error 1820 and 1870 were saved on the device. The cause of the reported issue was faulty motor. The motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device displayed error 1870 (motor problem) and (foreign object between gears and loose plug contacts). There was unknown patient involvement, no patient injury was reported.